Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station was unable to log in. A technical support specialist (tss) remotely accessed the station and reviewed the medication application logs, which revealed that the user account was locked. Later that day, the user account was unlocked, and the user successfully logged in. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to login. Customer tied to login but unable to and received authenticate error. There were no adverse events or injuries reported based on this event.